Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo, and a small, plastic rubber band was discovered free-floating inside the blood valve chamber of the vizigo sheath. The reporter stated that the small rubber band was easily removed after the vizigo sheath was removed from the patient. The vizigo sheath was replaced with a non-biosense webster inc. Sheath and the procedure was continued with no further issues. No adverse patient consequence was reported.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo, and a small, plastic rubber band was discovered free-floating inside the blood valve chamber of the vizigo sheath. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, a plastic rubber band was observed in a bag; however, this material does not appear to be a component of the vizigo sheath, may be part of an additional device used during the procedure; however, this cannot be conclusively determined. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. Although the source of the foreign material could not be determined, it could be related to the customer complaint regarding a plastic rubber band inside the hemostatic valve; therefore the customer complaint was confirmed. The device has not been returned for analysis, and the root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H4. Device manufacture date was obtained and added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).